Event description:
It was reported that during treatment with one unit of prismaflex m100 set, the y-shaped tube joint was found broken. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The actual device was not available for investigation however photographs were provided for evaluation. Visual inspection observed that the cone of the priming accessory male luer lock (mll) is broken. The observed leak is likely due to a broken mll cone. The reported condition was verified. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.